Event description:
During a code blue, the patient went into asystole, transcutanious pacing was started with success. The patient was intubated and regained a pulse with 100% pacing. While preparing to transport the patient to ccu, defibrillator was unplugged and moved off of the code cart to the bed. When the defibrillator was moved off of the code cart, the battery came out of defibrillator and turned off the entire defibrillator. The battery eject button was accidently pushed in by the lip on top of code cart while defibrillator was being removed. The patient lost pacing and went back into asystole. The battery was shoved back into the defibrillator, the external pacemaker turned back on and the settings were restored with success of patient capture and resumed pacing the patient. Over two years ago, we contacted the manufacturer about this issue happening several times to us. They did not have a way to cover or protect the battery release button from accidently being activated. We ended up attaching material (plastic) to the bottom of the defibrillator to raise it up enough so the release button would be higher then the lip of the code cart.